Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issues. The device passed 142 hours of extended bench testing at the customer's settings. Visual inspection revealed a physically damaged pigtail adapter. The service technician replaced the pigtail. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced intermittent power loss alarms when moving the pigtail and would intermittently shut down. The customer confirmed that there was no patient involvement associated with the reported issues.